Event description:
(B)(6) incorporated determined clarification was required regarding the displayed and printed screening results on the abaer hearing screener. In software version 5.0.17, depending on the type of report or data filtering option selected, if there is more than one test result for a given ear (left or right) the overall result displayed/printed may be the most recent pass result for each ear. If there are no pass results for an ear, but there are refer results, the overall result displayed will be refer. This can be observed when printing the single patient report, label report, multi-patient report or statistic report from the patient menu. Combined results can also be observed when reviewing/printing the single patient report or patient label from the patient and test information data management software. Also when printing the multi-patient report or statistic report from the patient menu, if there are a mixture of pass and refer results for an ear and test type, the overall result displayed will be the most recent pass result, ignoring all the refer results regardless of when they were recorded or which technology was used. (B)(6) also has determined that the abaer user manual shipped with software version 5.0.17 and lower did not adequately describe the overall result computation used in printing the results on these various reports. As a corrective action to clarify the abaer user manual, (B)(6) has added important notes to clarify the computation used in printing/displaying the results where it is applicable throughout the manual. (B)(6) also made changes to the abaer software (ver. 5.2.1) to clarify this issue. Changes include: removing the print patient label option from the patients menu. The user will still have the option to print the patient label at the conclusion of the screen or from the p&ti database. Also a note to clarify the computation used to calculate the overall results has been added to the multi-patient report. While no adverse patient outcomes have been reported as a result of this issue, this is being submitted as a MDR in an abundance of caution.